Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of reused equipment and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "reused equipment ?. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was break in aseptic technique. On an unknown date, the patient began remedial therapy with vancomycin (1 gm) and fortum (500mg). Pd therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique or if it resolved. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.